Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
An optometrist reported a patient with loss of best corrected visual acuity post photo refractive keratectomy enhancement in the left eye. Patient notes vision is blurred and doubled. Vision was corrected using a rigid gas permeable lens. Upon follow up, corneal specialist determined rigid gas permeable lens corrected. Spherical aberrations caused the issues. Plan is for the patient to undergo topography assisted photo refractive keratectomy (prk). Prk will be performed by a specialist.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Technical root cause could not be determined as the device is performing within specifications and as intended. (B)(4).